Event description:
It was reported that white powder was found on the bd ultra-fine¿ insulin syringe when the tip cap was opened. The following information was provided by the initial reporter, translated from japanese: "it was reported that when the tip cap was opened, there was a white powder on it."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white powder was found on the bd ultra-fine¿ insulin syringe when the tip cap was opened. The following information was provided by the initial reporter, translated from japanese: "it was reported that when the tip cap was opened, there was a white powder on it."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 10-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.